Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. Upon evaluation, the stm noted that the display was scrambled and rolling and replaced the video receiver board and the video receiver to lcd cable. Upon further investigation, the stm reviewed the battery data in the service log and found that the iabp unit had been running on the batteries for approximately three hours at the time of the incident. No issues were found with the batteries and based upon the logs, the stm noted that the iabp unit had been running on battery power and shut off when the batteries had become depleted. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) turned off. The customer was able to power the iabp unit back on but has requested for the unit to be evaluated. There was no patient harm and no adverse event was reported.